Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside a procedure. It was reported that the medtronic representative (mr) got a boot disc error when the system booted up. There was no media in the disc drive when this happened. The mr did a hard shutdown and when the system was turned back on, the issue was resolved. The mr was able to login to cranial and navigate the software normally. There was no patient present when this issue occurred.